Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a (B)(6) male patient in cardiac arrest. The cause of cardiac arrest is medical unspecified. The cardiac arrest was witnessed, and the patient was in cardiac arrest for less than 10 minutes before receiving bystander manual CPR. The customer did not provide further information about who witnessed the cardiac arrest and who provided the bystander CPR to the patient. When the autopulse was powered up, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The reporter of this event is unaware of whether the ems crew performed troubleshooting to clear the ua07 advisory message. The ems crew switched to manual CPR for the duration of the call for about 28 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, the patient's death was not related to the autopulse system.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, it was noted that there was a hole on the load plate cover that affects the watertight seal, unrelated to the reported complaint. The likely root cause for this observed physical damage is user mishandling. The load plate cover was replaced to address the issue. A review of the archive data was performed and showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 1 was defective (over-reported), and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.